Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional device implanted in this patient: pxc121200/05037108.

Event description:
In 2007, this patient underwent endovascular repair of an abdominal aortic aneurysm using a gore excluder aaa endoprosthesis trunk ipsilateral leg component and contralateral leg component. The patient presented with acute lower left leg ischemia on three days later. There appeared to be graft infolding at the area of the contralateral gate. The physician chose to perform angioplasty and a thrombectomy. The procedure was successful, with minimal left atelectasis.